Manufacturer narrative:
Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period aug 2019 through jul 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (health effect-clinical codes), (investigation findings), (component codes), (investigation conclusions), h10. The failed front end board has been confirmed to be a non-OEM part and does not require evaluation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the customer's reported issue. When the fse powered on the unit at first, it started up fine, but 5 seconds later after the unit was started again, the unit had a "black screen and alarmed". All other attempts to start up the unit was also unsuccessful. The fse later replaced the front end board to resolve the issue and the console cover screw kit. All calibration, functional and safety tests were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use. We have requested that the suspected defective front end board be returned to factory for failure investigation. A supplemental report will be submitted when investigation is completed. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped three times in 24 hours and had a black screen. No patient harm, serious injury or adverse event was reported.